Event description:
Procedure type: unk. According to the reporter: the product only stapled the tissue and was unable to cut where needed. The surgeon had to convert to open procedure.

Manufacturer narrative:
(B)(4).